Event description:
A radiology tech reported that a biopsy site marker was being used during a breast biopsy procedure. Upon removal of the applicator, the m.d. Noted that the tip had sheared off. The product and a recovered fragment were returned, and physical examination revealed that the tip had been sheared off. There was no pt adverse effect.